Manufacturer narrative:
Pending investigation. D10. Concomitants: (B)(6), 02-022-45-1515 - truliant tib fit tray cem sz 1.5f / 1.5t. (B)(6), 200-07-29 - advanced patella 29m 3 peg implant. (B)(6), 02-022-35-1509 - truliant tib imp ps insert sz 1.5, 9mm.

Event description:
As reported via legal documentation, this patient had a left total knee arthroplasty on (B)(6) 2018. They subsequently had left knee revision on (B)(6) 2022, approximately 3 years 11 months after their initial surgery. Postoperative diagnosis: failed left total knee arthroplasty secondary to aseptic loosening of the femoral component and a recalled tibial insert. Radiographs did not show any obvious signs of wear or loosening. The patient had significant scar tissue within the joint and some synovitis, but no signs of infection or purulence. The patellar button was found to be well fixed and in good condition. Upon removal of the insert, there were no signs of wear or damage to the insert. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, loss of range of motion, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.